Manufacturer narrative:
The manufacturer did not receive devices for review. X-ray pictures were received and will be reviewed within the investigation. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with an alloclassic hip stem in the right hip on (B)(6) 2004 and had to be revised on (B)(6) 2016 due to infection, osteolysis and stem loosening.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a (B)(6) female patient underwent a revision surgery of her right thr due to osteolysis, infection and loosening after 12 years 6 months in-vivo time. It was also indicated that the cup liner yellowed. Review of received data - 2 x-rays were received for the investigation. In one of the x-rays there is a date indicated on it which says (B)(6) 2016. This date is assumed as the date x-ray was taken. On the right thr, significant dark lines are observed almost all over the femoral stem. Dark lines located laterally to the stem starting from the neck going towards the distal tip until 1/4 height of the stem most likely present loosening existence. Dark zones as in a big cloud form medially to the stem seem to point osteolysis behaviour. Except those, the acetabular component looks fixed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - sterilization certificates of the stem and head were reviewed and were found to be according to specification. Root cause determination using dfmea: - metallosis, aseptic loosening due to excessive wear due to micromotion in taper connection. => possible: no products were returned for the investigation, therefore cannot be excluded. - aseptic loosening due to insufficient primary stability due to design. => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. - aseptic loosening due to insufficient secondary stability due to blasted surface structure. => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. - aseptic loosening (stress shielding) due to incorrect distribution of load due to design. => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. - septic loosening due to infection due to unsterile implant (failure of sterilization procedure). => not possible: sterilization certificates of the stem and head were found to be according to specification. - septic loosening due to secondary infection at time of surgery (patient has an infection in another site of the body) => possible: no surgical report was returned to prove this risk, therefore cannot be excluded. - aseptic loosening (product with processing residuals leads to undesired tissue reaction due to auxiliary material residuals) due to wrong washing process. => not possible: cleaning process is monitored. - aseptic loosening due to wrong implantation. => possible: neither surgical reports nor post-op x-rays were received to confirm this risk, therefore cannot be excluded. - septic loosening due to infection due to unsterile or damaged implant, resterilization in spite of prohibition. => possible: correct use of devices are not under zimmer biomet control. Conclusion summary: the devices were in-vivo more than 12 years. The post-op x-rays right after implantation were not available for the investigation to comment on if there was any implantation error. X-rays confirm the loosening and osteolysis. No surgical reports were received to discuss regarding a possible infection. Additionally, the gamma sterilization specification of the devices certify the suitability of sterilization. The irradiation certificates of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).